Event description:
Post procedure xray confirms the small metal object is lodged within the patients knee.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Repeated attempts to obtain the item and additional event information were not successful. It was indicated in the initial reporting that patient x-rays would be provided. Customer quality has not received them to date. A search of the complaints databases finds no reports against the product/lot code combination since its release to distribution. It has been reported the etched lot code is h1002, signifying a manufacture date of october 2002. The item has been in distribution for nearly 10 years. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.